Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, left breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 650cc gel breast prostheses developed capsular contracture in both breasts post implantation (baker grade iii in left breast, baker grade ii in right breast). Additionally, the patient¿s left breast prosthesis ruptured post implantation. The rupture was diagnosed via imaging. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 650cc gel breast prostheses on (B)(6) 2024. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Correction: in the initial report submitted to the FDA, mentor inadvertently reported the incorrect replacement breast prostheses. It was mistakenly reported that the replacement breast prostheses are mentor memorygel breast implant 650cc gel breast prostheses. The correct replacement breast prostheses are mentor memorygel boost breast implant 740cc gel breast prostheses. Manufacturer¿s reference number: (B)(4) should state ¿as a result, the patient underwent bilateral explantation and replacement with mentor memorygel boost breast implant 740cc gel breast prostheses on (B)(6) 2024.¿